Manufacturer narrative:
E3 - initial reporter occupation unknown. No device or device photo was returned for investigation. Functional and visual testing could not be performed and no confirmation due to no device returned. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.

Event description:
It was reported that after unpacking the new double-lumen endobronchial tube, the air bag was found to be leaking and could not be used normally. They immediately replaced with another product for treatment. There was patient involvement, but no patient harm/adverse event reported.